Event description:
It was reported that there was a patient death. The patient was reported to have taken her own life, committing suicide, and passed away on (B)(6) 2012. The reporter stated that the suicide was not related to prialt. The medication in the pump was prialt at 25mcg/ml at a daily dose of 5.342mcg/day. No other details were provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8591-38 lot# d21515, implanted: 2012 (B)(6), product type accessory. (B)(4).